Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 14. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2022, non-osseointegration was verified. Patient presented with fair oral hygiene, bruxism and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, mobility, swelling, bleeding and fistula. No further patient complications were reported.